Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii, seroma-late.

Event description:
Healthcare professional reported left side "patient with history of augmentation mammoplasty, evolving with complain of pain and hardening in both breasts characterizing capsular contracture baker 3" and seroma late. Device remains implanted.

Event description:
Healthcare professional reported left side "patient with history of augmentation mammoplasty, evolving with complain of pain and hardening in both breasts characterizing capsular contracture baker 3" and seroma. Later, patient representative reported "patient got knowledge about the recall, and the patient¿s prostheses where on the recall list." Device has been explanted.